Manufacturer narrative:
The sales rep was not made aware of any unique circumstances leading to this event. The chair is mostly used indoors except for when the user is going to doctor appointments. She was also unaware if there were any visual indicators of damage prior to the event. The reported weight of the patient is 240 pounds, which is within the weight capacity of 300 pounds for the tdxsp2. The dealer stated that the end user had re-installed the frayed belt with a large washer on both sides until it can be replaced. The owner's manual contains warning against the use of damaged parts including the seat belt (seat positioning strap) specifically. A follow up with the sales rep confirmed the seat belt has already been replaced. A return authorization has been issued for the seat belt. The seat belt has not been returned at this time. This complaint was confirmed by a picture of the seat belt with the grommet pulled out. Should additional information become available, a supplemental record will be filed. The owner's manual states: danger! Risk of death or serious injury: if signs of wear appear, the seat positioning strap must be replaced immediately. Warning! Risk of death, injury or damage: continued use of the product with damaged parts could lead to the product malfunctioning, causing injury to the user and/or caregiver. ¿ check all product components and carton for damage and test components before use. In case of damage or if the product is not working properly, stop using the product and contact a qualified technician or invacare for repair.

Event description:
The customer was going down a ramp when the seat belt ripped causing him to fall out of the chair. The metal grommet of the seat belt ripped out of the fabric.

Manufacturer narrative:
The seat positioning strap and grommet were returned. The positioning strap was missing one of the two grommets, and the strap exhibited fraying around the missing grommets intended location. There were multiple areas on the positioning strap found to be scuffed and frayed, including frayed material around the existing grommet still on the strap. The returned grommet that had come off the positioning strap was in good condition. The positioning strap was damaged and removed from the wheelchair prior to being returned. The invacare tdxsp2 power wheelchair in question was not returned for an evaluation. The maintenance section of the owner's manual advises to inspect the seat positioning strap for any signs of wear monthly, and to replace it if necessary. The condition of the positioning strap is consistent with the suggested maintenance schedule not being followed.

Event description:
The customer was going down a ramp when the seat belt ripped causing him to fall out of the chair. The metal grommet of the seat belt ripped out of the fabric.